Event description:
Per complaint form: atb balloon was being inflated to 12atm (burst is 8atm) and balloon ruptured. Upon removal, balloon came apart at the tip. One portion was removed. But the other portion was removed with hemostats. The portion of the device remaining inside the pt was removed with hemostats. A thrombectomy was performed and a stent was placed due to blood while removing the remaining portion of the device. Pt was given vancomycin as antibiotic. The use of hemostat utensils in the graph is a cause for concern of infection and the pt will be monitored at dialysis and will have follow up at vascular access center in 6 months.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Balloon rupture is listed in the instructions for use. Product was returned in a used and damaged condition including the separated segment. Balloon burst, compliance, and fatigue verification testing has been completed. The device is inspected to ensure balloon is undamaged. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The rated burst pressure (rbp) is documented in the IFU and label. An examination of the returned device found evidence of a longitudinal tear in the distal portion of the balloon. Info for this complaint is limited. While the inflation pressure is provided, 12atm no info on pt anatomy is provided. Based on the balloon inflation beyond the rbp the root cause for this complaint will be listed as "did not follow instructions/label." Balloon inflation exceeded rated burst pressure. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.